Event description:
Impedance readings were >3600 ohms. Contacts 0, 2, 8, & 9 were all >3600 ohms. They were going to try to reprogram using contacts 1, 3, 10, & 11. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B) (4).